Event description:
---

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed oversensing. No inappropriate therapy was delivered. All measurements were good. The decision was made to explant and replace this rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted a complete lead was returned and there were set screw marks noted on all terminal connectors. There was an abrasion in the insulation where coils (rs-) are exposed. Damage is located approximately 22.5 cm from is-pin. This type of abrasion may have been the result of lead-on-lead contact. This finding could have contributed to clinical observation of oversensing.